Event description:
According to the reporter: the white seal at the proximal end of the structural balloon has fallen off and as a result the balloon does not inflate properly. Customer unaware of incident date.

Manufacturer narrative:
(B)(4).